Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the display screen appears to be intermittently frozen due to the buttons being unresponsive. She noted that the keypad buttons stick when pressed. The family member stated that there is no physical damage to the rubber keypad, the pump is not exposed to moisture, and the pt wears the pump in a pouch.